Event description:
Allegedly, surgeon's notes indicate that the pt heard squeaking sound day one of weight bearing/walking. Revised due to fracture of ceramic head.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional info has been requested. This report will be amended when the investigation is completed. This is the same event as 1043534-2008-00020. This event occurred in another country.